Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded right ventricular (rv) noise on the egm. Data analysis was requested, and boston scientific technical services reviewed latitude data and confirmed all these episodes mentioned in the email present non-physiological signals oversensed on both rv rate egm and shock egm. Additionally, there was low intrinsic amplitude observed. Recommendations to evaluate the patient in-clinic, perform provocative maneuvers and provided troubleshooting steps. No adverse patient effects were reported. This device and competitor rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded right ventricular (rv) noise on the egm. Data analysis was requested, and boston scientific technical services reviewed latitude data and confirmed all these episodes mentioned in the email present non-physiological signals oversensed on both rv rate egm and shock egm. Additionally, there was low intrinsic amplitude observed. Recommendations to evaluate the patient in-clinic, perform provocative maneuvers and provided troubleshooting steps. No adverse patient effects were reported. This device and competitor rv lead remain in-service.